Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold and high impedance were noted on the right ventricular (rv) lead. The physician believed the lead was dislodged. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
During follow-up, high capture threshold was noted on the right ventricular (rv) lead. The physician believed the lead was dislodged. The device was reprogrammed to resolve the event and the patient was in stable condition.